Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead for short interval counts (sic). The patient was seen at the hospital and device tachy therapies were disabled and the patient was sent home. The lead remains in use with the physician planning to replace the lead. The patient was subsequently saying that their implantable cardioverter defibrillator (ICD) was alerting. The clinician reviewed the alert events (empty) and was focused on the ventricular sensing episodes a possible source of the alert. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating oversensing due to non-physiologic signals/sic (sensing integrity counter). A right ventricle lead integrity alert (lia) warning occurred for increased sic count and 2 or more high rate nonsustained episodes <(> <<)>220 milliseconds on date (B)(6) 2015. Prior to last session, sic count went up to 194 in 227 days. Oversensing could not be confirmed as the episodes are unavailable. Concomitant medical products: d334trg, ICD, implanted (B)(6) 2013. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).